Event description:
It was reported that the user experienced hyperglycemia after a meal announcement with the ilet system, followed by a second meal announcement without eating to obtain additional insulin; fingerstick readings were 269 mg/dl, 312 mg/dl, and 320 mg/dl, and calibration was performed while using a g7 sensor, with no visible issues such as leaks, kinks, or bubbles in the infusion set. Symptoms included irritability. Outcomes included user education to avoid non-meal announcements, guidance to monitor glucose closely, perform repeat fingersticks with clean and dry hands, conduct additional calibration if needed, and change the infusion set if glucose did not decrease. Investigation included troubleshooting of sensor calibration and infusion set function with user counseling. Investigation of this case revealed that the cause of the hyperglycemia was unclear, with potential contribution from infusion set performance or sensor-to-fingerstick discordance, and the second non-meal announcement was identified as inappropriate use. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.